Event description:
Caller reported a malfunction on the pump, specifically a malfunction code "malf 5," which could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump, instructing the caller to place the existing pump in storage mode and send it back using a prepaid label provided. The caller was informed of the steps to take when receiving the new pump and acknowledged the instructions. No backup insulin therapy was available, but the caller planned to contact their healthcare provider.